Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: alberta children`s hospital reported both end of a double lumen catheter from a redo double lumen tpn catheter set (part number c-tpns-7.0d-65-redo, lot number unknown) were rotating. The device was implanted in the patient's left subclavian on (B)(6) 2014. The patient was an active child. The device was secured to the patient per the reporting customer's protocol. In the response to the hub rotation the device was closely monitored. A review of the complaint history, instructions for use (IFU),and quality control was conducted during the investigation. The complaint device was not returned for evaluation; therefore no physical examination could be conducted. However, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the risk file for this failure mode found that the risks associated with the devices are acceptable when weighed against the benefits. A review of the device history record and a search for additional complaints for this device lot could not be carried out as the lot number is unknown. There is no evidence to suggest there is any nonconforming product in house or out in the field. A review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: silicone catheters are not designed for power injection. Catheter rupture may occur. Use of a 10ml syringe or larger will reduce the risk of catheter rupture. The following suggested catheter maintenance is also provided: ¿. If catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with heparinized saline solution. Normal saline lock is permissible if utilizing the clc2000 injection cap. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin or saline lock. Strict aseptic technique must be adhered to while using and maintaining catheter. Based on the information provided, no inspection of the product, and the results of the investigation, a definitive cause for failure was not established. Appropriate measures have been taken to address this failure mode. A CAPA was previously opened for this failure mode and it was found that the product line meets specifications, but that separation and leakage of the device is an inherent risk device usage. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on (B)(6) 2020. After the rotation of the hubs were noticed, the device was closely monitored. The device has not yet been replaced. The device was placed in the left subclavian. Routine patient care was being performed at the time of failure. No ancillary devices were being used at the time of failure. The device was secured to the patient per ahs protocol. The patient was an active child. Tpn and IV fluids were being infused through the catheter. The device was flushed through per ahs protocol. The device is not available for return. No instruments were used to tighten or release the hub.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This device is not sold in the u.s.; however, similar devices (upic[d][t]s- and c-ud[t][q]lm[y]-) are sold in the u.s. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the both hubs of a redo double lumen tpn catheter were rotating within their sheaths. No harm or adverse effects to the patient was reported. Additional information regarding event details has been requested but is not currently available.